Manufacturer narrative:
Review of a pre-implant drawing revealed that the patient had a 7.4cm max diameter aaa. The proximal neck diameter was 24 x 23mm just below the lowest left renal, and measured 21 x 18mm at the bottom of the neck; 16mm below the renals. The neck was minimally angulated. The distal aortic diameter was 24 x 17mm. The iliac arteries appeared to be non-tortuous. The right common iliac artery diameter ranged from 13 ¿ 18 ¿ 13mm, and the left common iliac artery ranged from 14 ¿ 11mm. The cause of the aneurysm expansion could not be determined from the information provided. Images during implant and post-implant were not available for review. Images from the secondary intervention were also not available. A review of the anatomy at implant did not reveal any characteristics that could explain the aaa expansion or possible endotension.

Event description:
Additional information for this case was received. It was reported a secondary intervention was performed where the physician injected medicine in the aneurysm sac; however, the physician who performed the intervention is from another department and did not provide any information on the medicine that was used. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). The exact date of the implant is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that aneurysm enlargement was confirmed. The physician noted that it was possibly due to endotension since no endoleak was confirmed. No treatment is planned at this time. No additional clinical sequelae were reported and the patient is being monitored.